Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a blocked purge system and a purge disc rupture. The pump was exchanged to resolve the issue. No patient harm was reported.

Manufacturer narrative:
B5 information was added that was omitted from the initial report that was submitted. D4 catalog, serial and primary UDI number were revised. D9 device was returned and date received was added. E1 initial reporter phone was added as it was omitted from the initial report that was submitted. H6 type of investigation was updated due to the device being returned. H11 additional manufacturer narrative was updated due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The pump was exchanged and retained due to the high purge pressure.

Manufacturer narrative:
Additional information has been provided in d3. Corrected information has been provided in h3. Purge pressure high: the cause of the high purge pressure could not be determined as no logs were returned for evaluation and high purge pressure occurring in lab was resolved when pump was turned on, likely due to dextrose, dried blood, or mold in purge gap.